Manufacturer narrative:
Device evaluated by MFR.: promus element ous, mr, 3.0x38mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the hypotube. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. There was a kink towards the proximal end of the tip and there was evident damage on the distal end of the tip. The type of damage evident is consistent with resistance being encountered during advancement. No other damage noted during analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 34x3.0mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element ¿ long drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was damaged. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The non totally occluded, 34x3.0mm, concentric, de novo target lesion was located in the mildly calcified left anterior descending artery. Following pre-dilatation, a 3.00x38mm promus element long drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and the stent was damaged. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.